Event description:
It was reported that approximately a week after implant there were small r waves, t-wave oversensing (twos), non-sustained tachycardia episodes, and no capture on the right ventricular (rv) lead. It was found that both the rv and right atrial (ra) leads were dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076-52 implantable pacing lead 2013-(B)(6), d334drm implantable cardioverter defibrillator (ICD)  2013-(B)(6). (B)(4).